Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window and scratched reservoir tube window.

Event description:
It was reported the customer was receiving no delivery alarms during basal deliveries. The customer's blood glucose was 318 mg/dl. Customer had treated their blood glucose with insulin through a syringe. Customer was advised their alarms may be caused by a site, set, or reservoir issues. It was found the customer did not try all remedies for the no delivery alarm. Customer was advised to revert to a back-up plan as their insulin pump needed to be replaced. No additional information provided.